Event description:
The packaging of the products does not allow the health care provider to maintain sterile technique during the procedure. The sterile field and/or the item being removed from the container are contaminated as they are removed from the packaging container.